Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 517 mg/dl which was treated with insulin pump. Customer performed troubleshooting. Customer was using the pump within 48 hours of the event. It was not confirmed whether the auto mode feature was active at the time of incident. Customer stated that the insulin pump had no delivery alarm during basal. Customer reported that the issue got resolved after set change. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.